Event description:
Reporter indicated that patient "felt something snap" in the neck and indicated that it felt just like a break that the patient had experienced in the past. The patient reportedly had three seizures in one night when patient normally has one seizure every six weeks. Reports a "zinging" feeling whenever patient looks down or to the left. The "zinging" feeling is continuous and does not coincide with stimulation. It was reported that device diagnostic testing was within normal limits and that x-ray did not reveal any obvious discontinuties in the ncp system. Lead break is suspected.